Event description:
This is a report from global pharmacovigilance (gpv) by a nurse of an event of peritonitis and fatal sepsis in an (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported on (B)(6) 2010, the patient expired from sepsis. It is unknown what interventions were required. It is unknown if an autopsy was performed. Dianeal therapy was ongoing until the date of death. On an unknown date, the patient was admitted to the hospital with abdominal pain and diagnosed with peritonitis. The cause of the peritonitis was unreported. It was unknown if a culture was performed. Per the nurse, the patient had a central line for an unknown indication. It was unreported whether the patient had recovered from the peritonitis.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed.

Manufacturer narrative:
(B)(4). As the lot number and sample were not available, a batch review was not performed. The root cause for the peritonitis was not identified due to insufficient information being available. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation for peritonitis is in progress. This is the third of three complaints associated with this event.

Event description:
The surgeon reported an explant of a device after an implant duration of approximately 8 years, six months (104.27 months) due to a tear on one of the leaflets. He also reported that the "patient was symptomatic" and will be sending the device back for evaluation.